Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. No new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned severed at approximately 130 millimeters (mm) from the terminal end. The conductor coils are extremely stretched and extend to 950mm, where the ends are cut. Further, was selected based on the direct observation of insulation damage (abrasion) on the returned lead. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. No new lead was placed. No additional adverse patient effects were reported.